Event description:
(B)(4) 2013, it was reported that since (B)(6) 2013 the patient had often experienced elevated blood glucose levels. On (B)(6) 2013, the patient's diabetic specialist changed the type of insulin the patient used. During (B)(6), the patient's infusion device often displayed e4 (occlusion error) and her blood glucose level was elevated to 400 mg/dl. The patient changed the accessories on the device, but was still not able to bring the blood glucose level down utilizing the device. She was able to correct the elevated level via injection of insulin. On (B)(6) 2013, the patient switched to a new device and on (B)(6) 2013, her blood glucose levels returned to normal. She thinks the infusion device was not delivering enough insulin and the e4 message was being displayed after it was too late. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.